Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant, using large flexnav delivery system. The annulus was measured to be 24.1mm diameter, 468 mm square area, 77.4mm perimeter. The annulus was noted to be heavily calcified. Pre-implantation balloon aortic valvuloplasty (pre-bav) was performed, using a 20/40 non-abbott balloon. The valve was then implanted with a starting implant depth of +1mm. The patient¿s blood pressure dropped to 50/20 and saturation was at 75%. After release, the valve migrated to -1mm. The valve was snared and another 27mm navitor valve was implanted with an implant depth of 2-3mm. Moderate aortic regurgitation was observed. Post-bav was performed, using a 24/40 non-abbott balloon. The patient is reported to be stable. The aortic regurgitation closest to discharge was reported to be mild. There was no clinically significant delay in the procedure.

Manufacturer narrative:
An event of device migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the starting implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm), the hardness of the calcification on the apex was high, and it was noted that the valve migrated when the third tab came off (no device interaction). Additionally, it appears the valve was correctly sized based on provided annular dimensions. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.